Event description:
There was no pt involved in this event. The device was malfunctioned as the device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in december 2009 and performed to specification, alongside random manual power ons, up to the 7th october 2012. The device failed multiple self-tests due to a low battery between 14th october 2012 and 4th march 2013. An increase in voltage then suggests a further pad-pak was installed. Between the (B)(4) 2015 the device records multiple manual power ups of 10 minutes duration. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The voltage fluctuation observed may have been due to the pad-pak not being properly seated within the device or a partially depleted unit being installed. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.